Event description:
Healthcare professional reported the surgery was completed with backup xen.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts "slider not working properly" during implantation in left eye. No eye injury reported.

Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Investigation result: the category/ subcategory of injector - slider resistance is not verified based on the test results in the sample investigation.

Event description:
Healthcare professional reported a xen®45 gts "slider not working properly" during implantation in left eye. No eye injury reported.